Event description:
The recipient reportedly experienced device extrusion. The recipient's device was explanted. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a severed array. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reportedly a non user of the device for several years. The recipient relocated to a nursing home where it is believed that the processor was placed on the recipient and not removed causing skin breakdown. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly healed following surgery. The recipient will not be re-implanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.